Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 900 mg/dl; cause was unknown. Customer also experienced a fall. Customer was treated with intravenous fluids of saline and insulin as well as a manual injection of insulin to address the elevated bg. Customer was discharged after 4 days (date unknown) with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management. Reportedly, the customer continued using the pump for insulin therapy.